Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sealed component had fluid/condensation inside the packaging and on the implant.

Manufacturer narrative:
An event regarding foreign matter involving a restoris acetabular shell was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the device indicated small white stains from the presumed evaporated moisture on the inner surface of the shell. Organic residual testing determined the residual levels met the acceptable criteria and the residual compounds are typical approved lubricants, penetrants, and related agents. Medical records received and evaluation: not performed as no medical records were made available. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other events for the lot referenced. Conclusion: the investigation concluded that based on the chemical profile as well as the low levels of manufacturing agents recovered from the device, it is suspected that the device became contaminated with extraneous liquid in the operating room when the device packaging was opened prematurely and prior to inspection by the operating room staff.

Event description:
Sealed component had fluid/condensation inside the packaging and on the implant.